Manufacturer narrative:
Block h6: imrdf code a150103 captures the reportable event of premature deployment, egd or unknown procedure, also unknown location or esophagus. Block h11: investigation results. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2026. During the procedure, the clip prematurely deployed in unknown location. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. No further information was obtained despite good faith efforts. Note: this report pertains to five of five clips used.